Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. (B)(6). A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the nurse discovered during the postoperative cleaning process on (B)(6) 2016, that the soft tissue attachment instrument was broken. It is unknown when the instrument was broken. It was reported that the instrument functioned properly during the previous surgery and that the surgery was successfully completed without delay or patient harm. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Product investigation summary: first inspection shows that the part is broken. The device was returned in an often used condition with some nicks and marks visible. Additionally, part of the clip-segment appears to have broken off. Due to the damage, the relevant dimensions could not be verified. A review of the manufacturing documents show that the production procedure was according to specifications with no issues that would have contributed to the complaint condition. The relevant dimensions were verified during manufacture and it was confirmed that the right material was used. This device was manufactured in july, 2014 with a lot size of (B)(4) pieces. These findings speak against any manufacturing related issues. However, based on the provided information alone, an exact root cause cannot be determined. It is likely that the damage was caused due to a mechanical overload situation, either during the surgery or during reprocessing. No product related issues could be detected. The device was successfully used during a surgical procedure on an unknown date with no reports of intra-operative breakage. During sterile processing on june 2, 2016, the breakage was noted. As such, no patient involvement is being noted. Breakage was discovered on june 2, 2016, but it is unknown when the device actually broke. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.